Event description:
A reg gastostomy tube snapped apart when the physician tried to removed the tube using the traction method. The internal retention dome was left inside the patient's stomach and there was no attempt to retrieve the part. It was expected that the severed part would move through the gi tract with no adverse effect to the patient. The tube had been placed approximately 110 days prior to its removal.